Event description:
It was reported that atrial activity was over sensed on the ventricular channel of this implantable cardioverter defibrillator (ICD). The patient has known atrial fibrillation (af). Technical services (ts) provided troubleshooting and reprogramming assistance. This ICD remains in-service. No adverse patient effects were reported.